Event description:
A caller reported receiving a minimum fill notification on their device while loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level. After being instructed by technical support, the caller removed the pump from its case, cleaned the pneumatic tap area with an alcohol wipe or lint-free cloth, and reloaded the same cartridge successfully, allowing them to resume insulin administration.